Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass reversal, while stapling the closure of the gastric jejunostomy, the device was able to fire, but it had a poor staple formation as the staple line partially came apart and it was centrally incomplete. The physician ¿oversewed¿ the staple line to resolve the issue. There was no patient injury.